Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal injection amikacin (125 milligram in each bag, frequency not reported), tablet of cifloxin (200 mg, once a day) and tablet of linezolid (600 mg, once a day) for peritonitis. Antibiotic treatment continued for one week. Five days after hospital admission, the patient was discharged from the hospital. At the time of this report the patient was recovering from this peritonitis event. Seventeen days prior to receipt of this report, dianeal therapy was discontinued. Extraneal therapy was ongoing. No additional information is available.